Event description:
The patient (B)(6) is implanted with a percutaneous lead for anterior/posterior shoulder pain (off-label). It was reported the patient is experiencing overstimulation in the neck which results in pain. Positional stimulation is also said to occur with certain body movements. Efforts to resolve these issues via reprogramming have been unsuccessful. A diagnostic test found no problems with respect to impedance. Following review of an x-ray, the physician suspects the patient's lead placement is too lateral/ventral and thus may be impacting a nerve root. Invasive intervention to replace the device with a surgical model is being considered as a means of resolution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.